Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. All operating currents are within specifications, no unexpected battery fail alarm and no frozen screens were observed during analysis. The device passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. Cracks to the case, reservoir tube, battery tube threads, a scratched display window and missing end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had a frozen display. Customer stated that the time on the insulin pump is not advancing and there is no response from any button. Nothing further was reported.